Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the patient's spouse that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was relaxing and received a cgm alert for reading 40 mg/dl. No patient symptoms of hypoglycemia were documented. No bg was checked to confirm the low reading. The spouse treated the patient with sugar. At an unspecified time after treatment, the patient became unaware and unresponsive. The bg was 300 mg/dl with no mention of cgm reading at that time. The spouse called the healthcare provider, and they were advised to have the patient evaluated in the hospital. The spouse transported the patient to the hospital. There, the bg was 800 mg/dl. The patient was admitted to the hospital, treated with unspecified insulin, and underwent testing including electrocardiography (EKG), computerized tomography (CT) abdomen and unspecified blood work. At the time of the report, the patient was fine and recovering. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.